Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: khalil, l.s. Et al (2018), the utility of botulinum toxin a in the repair of distal biceps tendon ruptures, musculoskeletal surgery, vol. 102 (2), pages 159-163 (USA). This study emphasizes on: a retrospective cohort study to report the outcomes and complications in patients who underwent distal biceps tendon repair with the use of botulinum toxin a (bont-a) as an adjunct to surgery. The patients evaluated on course of this study: between january 2007 to march 2013, a total of 14 male patients (with 15 distal biceps tendon repairs) with a mean age of 52.1 years (range: 29-65 years) who underwent operative repair of distal biceps tendon injuries with the use of botulinum toxin a (bont-a) were included in the study. Surgery was performed using the suture anchor technique. The average final post-operative follow-up was at 33.4 months (range: 7.1-61.7). The devices involved were: gii mitek anchor (warsaw, indiana) was used to repair acute biceps tendon ruptures. Complications mentioned in the article were: 1/15 patients had minimal/occasional pain. 1 patient had a superficial wound infection that was found 2-weeks postoperatively and was successfully treated with a 5-day course of oral antibiotic with complete resolution of infection. Despite the resolution of the infection, however, this patient developed significant restrictions to supination and pronation range of motion. At the 3-month follow-up, significant heterotopic ossification (ho) was identified which required surgical excision approximately 6 months after the initial repair. 1 patient was discovered to have a deep wound infection that was found 1-week post-surgery. He was brought back to the or for incision and drainage with subsequent resolution of infection.